Manufacturer narrative:
The field service engineer has been dispatched to the site to further investigate the reported failure. However, the investigation has not been completed and therefore, the root cause of the customer reported failure mode has not been determined. If additional information is received, a follow up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the surgical staff encountered a non-recoverable fault #802. The technical support engineer (tse) advised the customer to perform a hard power cycle of the system; however, the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. A field service engineer has been dispatched to the facility to further investigation the reported failure. However, the investigation has not been completed.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility and replaced the auxiliary power board (apb) and battery box to resolve the issue. The apb controls the battery system in the patient sided cart (psc). It contains the battery charger and the battery backup control which switches main system power when ac power fails. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient. Intuitive surgical inc. (Isi) received the components involved with this complaint and completed the device evaluations. Failure analysis was unable to reproduce the customer reported failure with the apb; however confirmed it with the battery box. The battery box was installed into a test system and it failed at power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.